Event description:
The customer reported via phone call that the screen was broken on the insulin pump. Customer stated that the top half of the screen was missing. Customer was using an energizer aaa alkaline battery. Customer stated that the pump was neither dropped nor bumped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with missing segments partial display due to cracked and bleeding lcd glass. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.